Event description:
Upon reviewing patient's morning x-ray, intra-aortic balloon pump (iabp) markers were found to be a few centimeters apart in the upper chest, indicating malposition. No alarms were had. Consultant was trying to verify position under fluoroscopy, gas loss alarms occurred, and patient ended up being sent to catheterization lab to have iabp replaced. No blood in tubing. Device was saved and will be sent to manufacturer upon request.